Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial augment was screwed onto the tibial plate and the anchor flange broke. The augment was then cemented onto the plate.